Manufacturer narrative:
(B)(4) d10: freedom 10 deg liner sz 24 item: 11-107423 lot: 66781790. Freedom constr hd 36mm t1 +3mm item: 11-107019 lot: 67325758. G2: foreign ¿ australia . Visual examination of the provided pictures identified the liner, ring and head are explanted and covered in bio debris. The ring, liner and head is seen assembled. There is deformation and gouges to the liner edges. No further observations could be made based on the image alone. No product was returned; further visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty dislocation. The metallic marker for the constrained ring liner is abnormally positioned/aligned in relation to the acetabular cup in keeping with failure of the liner or locking ring. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the patient underwent a hip revision due to dislocation. During the procedure, the freedom ringloc and head were revised. No additional information available for the reported event.